Event description:
It was reported that the right ventricular lead impedance and threshold had increased in bipolar. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Event description:
The impedance continues to increase and is now high. The threshold has continued to increase as well.

Event description:
It was reported that the right ventricular lead impedance and threshold had increased in bipolar. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Kdr901 implantable pulse generator (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and a rising right ventricular trend was noted. The impedance had gradually increased to approximately 1300 ohms. The capture threshold was also noted to be high as the thresholds had elevated to approximately 2 volts.

Manufacturer narrative:
(B)(4).

Event description:
The lead impedance and threshold continued to increase. The lead was noted to have been programmed to unipolar for some time. The lead was capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The impedance gradually increased to ~1300 ohms. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance steadily increasing to >2000 ohms starting 13aug2014. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The thresholds elevated to ~2 v and ventricular management thresholds increased to >2.5 v or out of range.